Manufacturer narrative:
Continuation of d10: product ID: 8781, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a family member (patient¿s father) and healthcare provider via a company representative regarding a patient (foreign) who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient diagnosis included tetraparesis because of dystonic cerebral palsy. The patient¿s medical history further included trials of intrathecal baclofen (itb) and recommendation of itb implant on (B)(6) 1997. It was reported that on (B)(6) 2016, substitution of intrathecal baclofen (itb) pump occurred because of decubitus wound. Regarding decubitus injury, it was indicated that it was not a pressure sore, but the result of friction burns during periods of uncontrolled dystonic movement. Refer also to MFR report#: 2182207-2023-02604 regarding an alternate event. The status of the explanted pump was indicated as unknown. The patient¿s current weight was 34 kgs.